Event description:
Incident as reported: lap chole - "pouch fell apart when trying to pull specimen from incision. Surgeon states to operating room staff that this product is not strong enough." Pt status: discharged.

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to the manufacturer for review. Engineering assessment of the incident is will be conducted and a follow-up report will be sent within 30 days or upon completion of the eval. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.